Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'screen went blank with improper shutdown' which were verified through a review of the event history log by the multiple presence of 'improper shutdown!' Messages but not reproduced during evaluation. An 'improper shutdown!' Message displays when the pump was power on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported condition was verified. Evaluation did not reveal a device malfunction related to the failure. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump screen went blank then came back on with improper shutdown step where taking for the improper shutdown. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.